Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative replaced the mixing paddle, detection unit, bead mixer assembly, nozzles, printed circuit board assembly, and the dispenser syringe. He also performed maintenance. After the service, the issue still occurred. The analyzer was replaced. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The analyzer's serial number was (B)(6). The field service representative cleaned the pipettes, purged the sipper, performed a liquid flow clean, replaced the measuring cell, pinch hose, and pipette hoses, and performed preparations, checks, and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 10000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution, and the result was 53.60 miu/ml. The sample was repeated with a dilution (ratio was not provided), and the result was 60,063 miu/ml. The reagent pack was changed. The reagent lot number was the same. The sample was repeated with a dilution (ratio was not provided), and the result was 46,177 miu/ml. This result was released based on the patient's last menstruation date. The sample was repeated without dilution, and the result was 10000 miu/ml with a data flag.